Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the wireless foot switch is broken. Upon functional analysis fse confirmed the wfs connection issue. As a troubleshooting action, fse checked the battery and tried to reprogram the foot switch. Fse observed that there is an error in the led indicator on the base station, the wi-fi (led) indicator is off, and the color of the battery indicator on the wireless footswitch at the time of occurrence is green. The defective parts were returned for analysis, failure was not confirmed, and the probable cause was unknown for the base station. Based on available information, the base station was a v1 model and the footswitch was a v2 model, so the most probable cause is a compatibility issue as per the analysis. However, the replacement of the wireless foot switch and base station by fse resolved the reported issue. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the wireless foot switch had a connectivity issue. The device was in clinical use at the time of the event. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and replaced the footswitch as well as the base which returned the device to use in good working order.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction and removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.